Event description:
Boston scientific received information that this product was part of a system revision due to bacterial infection in the aorta. Attempts were made to obtain additional information regarding the relationship between the devices and the infection however was unsuccessful. There were no additional adverse effects reported. The product was explanted.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.